Event description:
A device servicer ordered parts for stock. The therapy pca was returned to the failure analysis lab for evaluation. An operational check was run. The test automatically failed the ¿charge¿ and ¿shock¿ button test, and failed the ¿therapy¿ test when the sync button was pressed. There was no patient involvement.